Manufacturer narrative:
H3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
Required intervention to prevent permanent impairment/danage should have been included in supplemental MDR#1. Per new information received on 17-sep-2019, the low vault previously observed in the replacement lens has been resolved. Claim#: (B)(4).

Manufacturer narrative:
Previously stated that the lens remains implanted. On (B)(6) 2019 the lens was exchanged for a longer lens. The surgeon states the vault is still low. Reference claim file# (B)(4) for replacement lens. Patient code updated to 3191, no code available: (secondary surgery, lens exchange). Claim#: (B)(4).

Manufacturer narrative:
Result code 114 should be added to the previous MDR. Claim# (B)(4).

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Previous device code 1494 no longer applicable. Acd>2.8mm approved for argentina in feb 2019. (B)(4).

Manufacturer narrative:
Per new information receivied on 17-sep-2019, the low vault previously observed in the initial lens has been resolved. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -6.5 diopter into the patient's left eye (os) on (B)(6) 2019. The surgeon reports low vault. Reportedly, the lens remains implanted. The cause of the event is reported as a patient-related factor.